Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The safety was observed to be broken. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed safety damage may occur if the latch is handled rough. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the loading unit is difficult to discharge from the device, the unloading button was pressed and the reload could be removed very hard. The safety lever was broken on the instrument when it's open. The hcp tried to push the safety lever. The safety lever was difficult to released. There was no patient involvement in this event.